Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(4) 2004 and a mesh was implanted due to sui & pop. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted into the patient. It is also reported that the patient underwent a removal or revision procedure on 2008, by md. At (B)(6). It is further reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent cystoscopy, creation of vaginal flap with coverage of mesh on (B)(6) 2008 due to eroded mesh. No additional information was provided.